Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that after the surgery, an inaccuracy issue has been observed of 4-8mm from planned trajectories. There was no patient/user impact reported.